Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 14mm from the distal end. The piece of the broken probe was not returned. There was a contact mark of the probe and jaw where the probe was broken off. The ptfe pad was worn. The manufacturing history was reviewed, with no irregularities noted. Based on the analysis result above, it is highly likely that since the device was grasping a thick and hard tissue and activate while twisting the tissue, the ptfe pad unevenly worn and the probe and jaw came into contact with each other. That caused the device a scratch occurred. After that, since the physician continued to use the device, the crack occurred and the "probe off". The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was reported that a warning was displayed close to the end of a therapeutic partial nephrectomy. The probe broke. The subject device was replaced with another device and the procedure was completed. There was no patient harm reported.